Event description:
During a device use to monitor a pt, it was reported that the service light illuminated and it froze, locked up. The users power cycled the device and normal operation was restored. The device use had no adverse effects on the pt as defibrillation treatment was not required. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control instructed the customer to clear the event codes (specifics unk) that were logged in the memory and assisted the caller perform testing. Follow-up with the customer found that the device has been placed back to service following physio's assistance that there has been no further issues. The cause of the reported failure was not determined.